Event description:
Edwards received a report from nh scottish authorities. Reportedly, a valve was not closing fully as intended, resulting in leakage. Per the report received, "mechanical flaw in one or more of the valve leaflets shown by toe. Patient received anti heart failure treatment." Implant date and implant duration remain unknown. The device remains implanted. No further details have been made available.

Manufacturer narrative:
Additional manufacturer narrative: through follow up with the health care provider, additional information was learned in the form a the follow up tee and discharge summary which included the following text: toe: well seated valve good ventricular function stability: weaned from bypass without difficulty performed aortic valve replacement on (B)(6) 2014. The native aortic valve was heavily calcified and all 3 cusps were completely excised.... Following surgery... Made an uneventful recovery and was discharged from hospital on (B)(6) 2014...

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Leaflet not coapting typically would result in regurgitation. Regurgitation of both aortic and mitral valves may be, depending on the severity, indication for re-operation and replacement of the valve, which increases the risk for post-operative mortality. Despite repeated attempts to get additional information from the surgeon and hospital, no response has been received. To date, the device remains implanted and there are no indications the valve will be explanted. It is also unclear as to how long the device was implanted before the event occurred. There is no patient information provided; therefore, no further investigation can be done until a response is received from the surgeon. Investigation is on-going.

Event description:
Edwards was informed by the scottish authorities of a magna ease 21 mm aortic valve not closing fully as intended, resulting in leakage. Per the reports received, after implant the intraoperative toe showed well seated valve and good ventricular function, the patient was discharged 9 days later with good recovery. On the 3 months follow up echo it was noted valve was well seated but there was a jet of aortic regurgitation that appears moderate-severe and it is not clear if it was central or paravalvular. In addition, there were no suggestions of infection. Toe showed intravalvular mild-moderate regurgitation most likely related to closure delay of the non-coronary cusp. The device remains implanted. Patient received anti heart failure treatment.